Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿light guide connector is too hot¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual for cv-170 instruction manual (no.: gt8565) identifies the following related verbiage which could have prevented the phenomenon: ¿do not touch the distal end of the endoscope connector of the endoscope, distal end of the light guide connector of the endoscope, both distal ends of the light guide cable, or output socket of the video system center immediately after disconnecting it from the video system center because they are extremely hot. Operator or patient injury can result.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer's biomedical engineer (biomed) reported the light guide connector issue. The biomed called back later and said that during the troubleshooting, the light guide cable was tried in another video system center cv-170 and issues were not present. It was determined that the issue was with the video system center, not light guide cable. The device was returned to olympus for evaluation. The device evaluation found no issue with the image brightness. However, the device evaluation found a damaged front panel. It also found that the software version is 3.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center scope light guide connector was too hot to touch and the light source was dim. The issue was found during preparation for use. There were no reports of patient harm.